Event description:
It was reported that during hospitalization the patient experienced bradycardia, orthostatic hypotention and a episode of near syncope, which required a prolonged hospital stay longer than 48 hours. The patient also required a pacemaker. The patient tolerated the procedure well and was discharged home two days later in stable condition.